Manufacturer narrative:
Additional information: a luer leak occurred during the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the device returned with the balloon folds open. The balloon appeared to be fully deflated. The strain relief was detached from the luer. Upon pressurisation of the device, a leak was observed from the luer of the device. The balloon was inflated to 14atm (rbp) but was unable to maintain pressure due to the luer leak. Deflation testing was performed; the balloon was fully deflated after 1 minute 35 seconds. There was no issues noted during analysis with balloon deflation. Upon inspection of the luer bonding the glue fillet was lifted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an inpact admiral paclitaxel eluting balloon catheter to treat a moderately calcified lesion in the distal artery with 80% stenosis. It was reported that it was difficult to deflate the balloon. Physician tried to deflate the balloon many times until it was able to be inserted into the guiding catheter for removal. It took around 5-6 minutes, longer than 3 minutes, to deflate the balloon, however the balloon was not fully deflated when introduced into the guiding catheter. The physician tried many attempts to deflate the balloon until it went totally inside the guiding catheter and removed the whole system from the patient. There was no vessel damage noted. The balloon was not fully deflated upon device removal, but the balloon was totally inside the guiding catheter during safe device removal. The device was safely removed from the patient. There was no patient injury reported